Manufacturer narrative:
Additional information: d3: email: (B)(6). Phone number: (B)(6). G1/g2: first name: (B)(6). Last name: (B)(6). Phone number: (B)(6). Investigation conclusion: an investigation was performed on retained kits for the reported lot number. Retain devices were tested with clinical hcg-negative urine. Results were read at 3 minutes and all devices produced expected negative results. No false positives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint was not replicated as retained products performed as expected. A probable cause could not be determined based on the information available. As stated in the product insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physical after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that on (B)(6) 2019 a (B)(6) female presented to the health center with intractable vomiting, no abdominal pain and no issues with urination. An hcg test was administered with a clean catch urine sample and the result was positive. The same urine sample was retested with another positive result. The patient was seen by another acute care department for hydration. A urine sample was collected and the hcg test result was negative on a kit with a different lot number. The acute care department then ordered a serum beta quant obtaining a result of <2 miu/ml. The patient's medication history included prescribed oral contraceptives and metformin. Other irregular blood work results: a1c=13.6, glucose=110 mg/dl. The customer attributes the amber color of the urine samples to dehydration. No negative patient outcome reported. The patient was treated for dehydration and was given zofran, felt better, and was discharged the same day. The patient was not pregnant. Trouble shooting occurred with a discussion about the reasons for false positive urine hcg results and the package insert's "limitations" section - no deviations identified regarding storage/handling/technique.